Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? It was reported that the device ¿got blocked.¿ for clarification, does this mean the device locked out and would not fire? If no, please explain. How was the procedure completed?

Event description:
It was reported that during an unknown procedure, at the anastomosis moment the device got blocked. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57a2n. The analysis results found that the cdh29a device arrived with tissue present and no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.